Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, far-field r-wave oversensing and inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed. The patient is stable with no consequences.